Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive and frozen on the lock screen. There was no impact to the customer's blood glucose. Reportedly, the customer was able to successfully clear the screen and resume insulin therapy.